Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced display anomaly. Customer reports that display began to fade in and out with lines. It was reported that insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to corroded battery cap contacts. The pump was tested with a good battery cap. Also received with normal operating currents. No blank display noted during testing. No damage found on the lcd isolation tape. No funny lines on the lcd display noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.